Manufacturer narrative:
A sample has been received, but the eval is not complete. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during the silicone oil injection portion of vitrectomy surgery, the tubing to the square block seemed loose, and it was difficult for the surgeon to inject the silicone. Suddenly, the square platform disconnected from the syringe. A subretinal hemorrhage occurred. They changed the tubing and were able to complete the case. Add'l info has been requested.